Event description:
It was reported that this right atrial (ra) lead had exhibited was part of a system revision due to infection. Reportedly, the pocket was infected due to incorrect wound care management by the assisted living care team. There was no additional adverse patient effects were reported. This ra lead was explanted.